Event description:
Patient initially experienced back pain for greater than one year and was being treated with narcotics and injections. Patient was enrolled in a (B)(4) clinical study and was implanted with a prodisc-l at l4-l5 and l5-s1 on (B)(6) 2006. Patient was discharged to home on (B)(6) 2006. Patient was evaluated at 6 weeks, 3 months and 6 months. In (B)(6) 2007, patient presented with severe back pain. X-rays and a CT showed patient had a pars fracture at left l4. Patient underwent osteosynthesis at l4 on the left with bone and bone morphogenic protein on (B)(6) 2007. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development event evaluation was conducted. It was noted that this adverse event is consistent with (B)(4) experience. The failure mode of continued pain is accurately captured on the current risk analysis and is unlikely related to device design. A thorough training program for surgeons and sales consultants is in place. Surgeons and sales consultants must complete the training program which includes lecture and hands-on exercises, prior to performing prodisc-l total disc replacement surgery. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.